Manufacturer narrative:
Device #3: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. The medwatch 3500a received from the user facility is attached. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00362, 00363.

Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend. The product was not returned.

Event description:
Allegedly removed during the revision of another component.